Event description:
The pt's pump is going to auto off spontaneously. The pt keeps resetting the pump to turn off the feature, but it will turn itself on in the middle of the night and the pump will shut down.